Event description:
The company received a report where it was claimed that the tube was cut/slit on the evac system during pt use. The customer did not report any cause of the cut. Extubation and reintubation of the tube was required. No pt harm reported.

Manufacturer narrative:
(B)(4) is not distributed in the us; however, this is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.